Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - (B)(6). Section h3 - other (81): the intraocular lens(iol) was not returned for evaluation because the lens remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had problems implanting a preloaded intraocular lens (iol), dib00 model. Account indicated that the posterior haptic initially remained in the shooter although the optic was already in the capsule bag. The iol became entangled and could only be released with the help of a hook. The patient did not suffer any damages and is reportedly doing well. The lens is well centered in the capsular bag. The iol serial number is unknown. No further information provided.